Manufacturer narrative:
The customer reported that the hdd failed and booted up to the blue screen of death. The unit was on patient use, however no report of patient harm was made. Nihon kohden technical support provided the part number for a new hdd to the customer.

Event description:
The customer reported that the hdd failed and booted up to the blue screen of death.

Event description:
The customer reported that the hdd failed and booted up to the blue screen of death.

Manufacturer narrative:
Additional narrative: details of the complaint: on (B)(6) 2017, bme (B)(6) at (B)(6) reported the cns (mu-971ra sn: (B)(4)) hdd failed and the cns boots up to the bsod (blue screen of death). Customer said this was a spare cns. Service requested: troubleshooting/assistance in ordering a new hdd. Service performed: send out configured hard drive with cns ver 01-87. Hdd s/n (B)(4). Investigation result: the device was put into service on 07/21/2010, which is over 7 years prior to the reported issue. There was a failure of the cns's hdd. Performance and degradation of the hdd is affected by several factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's responsibility to ensure proper environment and maintenance for the unit. No nka evaluation was performed as the cns/hdd was not returned. Per cns-9701a service manual revision e, the hard disk's expected lifespan is every 2 years and customer is recommended to periodically replace the component. Information of whether this was regularly performed by the customer is not available. A review of device history shows no tickets opened for hdd issues or replacement for this unit in its 7 years of service. Issues with the hdd could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-9701a service manual. Nk support assisted customer by sending a new configured hdd and customer was to perform replacement of the hdd internally. Procedure for replacement of the hdd is outlined in the service manual under "hard disk replacement flow" in troubleshooting section and "replacing the hard disk" in disassembly and assembly section. There were no further reported issues with the cns's hdd. The unit was in use with a patient and there was no reported patient harm. Based on the given information, this issue is not suspected to be caused by deficient design. Correction: approximate age of device: incorrectly calculated. Date received by manufacturer: should be 12/07/2017 not 01/05/2018 as listed on MDR initial report.